Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2, e3, g2 for information inadvertently left out of previous report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The installation of a non-olympus lamp was confirmed. Based on the results of the investigation, it is likely the reported phenomenon ¿e103 (lamp goes out)¿ occurred because the lighting function of the lamp did not work properly due to the installation of a non-olympus lamp. Since the subject device was not returned to olympus, its condition could not be thoroughly checked and a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: "[warning] non-olympus equipment can cause instability of the automatic brightness adjustment." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) reported that the error happened the first case of the day and then again later in the day. Tac reported that the issue was resolved after changing the lamp for a third-party lamp. The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source showed error e103 (ignition error). There were no reports of patient harm or impact associated with the reported event. This report is linked with patient identifier (B)(6).